Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacturer date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported upon initial inspection he found multiple autofill errors. Upon troubleshooting, the fse found a broken blood detect tubing. The fse ordered the blood detect tubing and replaced it. The unit passed all testing, and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) displayed autofill failure and shut off on a patient. No adverse event has been reported.